Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument would not articulate correctly. The customer the system on and off, but the vse would still not work correctly. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon¿s head was inside the surgeon side console (ssc) while the vessel sealer extend (vse) instrument was malfunctioning. The issue occurred while the surgeon was attempting to manipulate the vessel sealer. The surgeon could not open the jaws or close, would not fire either. The movement and distance were appropriate to the instrument. The direction of movement was working. The opening and closing of the jaws were the issue. The movement and timing had no delay. There was a small amount of jerking movement and noise of creaking/snapping of the vse attempting to open the jaws without success. There was a small amount of friction and shaking. There was no interference with arms or instruments on the inside or outside of patient. There were no external collisions with the system or external equipment. The issue was persistent, and the customer had to replace with the vse instrument with a backup which worked as intended. The customer attempted to turn on and off the generator with no success with function. Replacing the vse instrument resolved the issue, and the procedure was completed successfully. The vse instrument appeared to pass initial inspection and generated no error when first plugged in.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system and passed the recognition, seal, cut and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage on the snake wrist cables nor main tube observed during testing that would have caused the failure. The instrument passed continuity test upon testing. The instrument was fully functional. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.